Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad and one endeavor sprint rx drug-eluting stent implanted to the mid circumflex. The following day the patient suffered a mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was probably related to the study device. Ref : 9612164-2011-01327.

Manufacturer narrative:
Inherent risk of procedure (myocardial infarction). (B)(4).